Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Additional information: contract manufacturer lot number is not provided, it is unknown who contract manufacturer of these locks could be: (B)(4).

Event description:
Country of complaint: USA it was reported that while in the operating room setting up the sterile room pre-op, the organge lock shattered when opening on the sterile field. The a part of the lock landed on a sterile set. A new instrument tray was retrieved. There was a 15 minute delay in surgery. There was no harm to the patient.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. The product was not returned and a lot # was not provided, therefore, an investigation was not able to be performed. Possible suppliers: (B)(4). At the time of this complaint 06/21/2017: there have been a total 4 complaints for this issue within the last 2 years, all between 2 facilities. Total reported affected piece count is 34 pieces. This complaint falls within an acceptable complaint rate. It should be noted that no complaint product has been returned to date. Aesculap will continue to monitor for occurrences of this nature.